Manufacturer narrative:
Follow up#1: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. Sentence should state - the retain test strips failed the performance testing with blood for low bias at the 100mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up#1: the retain test strips failed the performance testing with blood for low bias at the 100mg/dl and 300mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultraeasy meter displayed inaccurately low results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the meter began reading inaccurately about two weeks prior to contacting lfs, when he obtained an alleged inaccurately low blood glucose result of ¿142 mg/dl¿ on the subject meter. At the time, the patient reported that he was experiencing symptoms of ¿headache, dry mouth [and] concentration difficulties¿. He indicated that because the meter¿s results did not match the way he was feeling, his mother took him to see a healthcare professional (hcp). The patient claimed that a blood glucose result of ¿228 mg/dl¿ was obtained twice on the hcp¿s unknown meter, performed within 30 minutes of the result on the lfs meter. Based on statistical methodology, the calculated difference between these results falls outside lfs¿ accuracy criteria. The patient denied that he received any treatment for his symptoms. During troubleshooting the csr established that the patient¿s meter had been set to the correct unit of measure, his test strips were within date and had been stored correctly, and the test strip vial was not cracked or broken. The csr also noted that the patient¿s blood samples had been taken from the same approved sample site. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia. Although the symptoms occurred prior to the alleged inaccurate result he obtained, it cannot be ruled out that the meter may have been reading inaccurately prior to this occasion, causing the patient to have under-medicated, resulting in the symptoms he described.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.